Manufacturer narrative:
The t:slim x2 g5 user guide states: warning: do not use any other insulin with your system other than u-100 humalog or novolog/novorapid. Only humalog and novolog/novorapid have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (547 mg/dl) contact declined to provide treatment, outcome and date of discharge. During system check with tandem technical support, contact reported that customer fills the cartridge with lantus instead of humalog and caused/contributed to the event. No additional information was provided.